Event description:
I ordered free covid-19 home test kits that were offered beginning december 2022. I received them today, and they expired july 20, 2022. I checked to see if the expiration dates have been extended, and they were. According to the manufacturer and lot number, it has been extended to january 20, 2023. Why would you even bother to spend the money to send kits that expire 3 weeks after receipt, they are all but worthless to us. The manufacturer is ihealth, lot number 223co20121. It's fortunate that our local library is handing out free test kits. The expiration date on those is in only about 3-4 months, which limits their usefulness, but I can keep returning to get more when needed.